Manufacturer narrative:
The clv-190 serial no. (B)(4) was returned for evaluation. The customer¿s complaint of an ¿ e200¿ error was confirmed. When the unit was powered on, the front panel started blinking. The front panel blinks when there is a scope detected; however, a scope was not connected to the unit. This was caused by a faulty scope detection inside of the scope socket and support coil. During the inspection, the unit was powered on but the turrets did not move to the default position ( motors not turning) due to the plates being slightly bent. The unit was tested with a lab 180 and 190 model scope, turret and scope socket. The unit passed functional inspection. Minor cosmetic wear and tear was noted on the unit. The lamp life was more than zero hours and the lamp intensity value measured @ 796. The unit was equipped with a new version switch. An investigation is ongoing to determine a possible root cause for the reported event. If additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, an ¿e200¿ error code was observed. There was no patient involvement.

Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer on april 26, 2021. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: regarding e200, the legal manufacturer confirmed the failure of the turret unit from the estimation findings included in this complaint. It was presumed that this phenomenon was caused by a failure of the turret unit. It is estimated that the failure of the turret unit is due to an accidental failure from the date of delivery. It was confirmed that the product met the specifications and was shipped. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.